Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, missing shell (75-100%) and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp pattern on posterior of broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported rupture of the right device diagnosed via ultrasound and mammography. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Affected side is unknown. The device has been discarded.

Manufacturer narrative:
F2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported, right side rupture. The device has been explanted and discarded.